Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited confirmed fracture. Noted on the ra lead were high pacing impedance, variability in impedance, and noise oversensing. The ra lead was inactivated, and later capped. It was also reported that the right ventricular (rv) lead exhibited confirmed fracture. Noted on the rv lead were a rise in pacing impedance to high impedance, variability in impedance, and noise oversensing. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.